Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although physical device was not returned for evaluation, three electronic photos were provided for review. The first photo shows the complete view of a drainage catheter kept on the product package and third photo shows the partial view of a drainage catheter kept on the product package. The second photo shows the native language product label was noted on the product package. The product details were mentioned on label and verified with tw details. The investigation is inconclusive for the reported inner cannula does not align with the front end of the drain tubing and deformation issues as there was no objective evidence obtained from the provided photos. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using navarre drainage catheter. It was reported that during the procedure, the inner cannula did not align with the front end of the drain tubing causing accordion-like wrinkling. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using navarre drainage catheter. It was reported that during the procedure; the inner cannula did not align with the front end of the drain tubing causing accordion-like wrinkling. The procedure was completed using another device. There was no reported patient injury.